Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The device did not have a battery in it, however it powered up fine when the physician put the battery in the device. Technical support (ts) explained how to duplicate the error, but the caller could not duplicate the error. The epg was restored to service. There was no patient involvement.